Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (paired, sensor works in this state all 14 days). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing. All results were within specification. Therefore, issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has also been performed. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness. The customer was unable to self-treat and a non-healthcare professional who gave the customer "alcohol to smell". There was no report of death or permanent impairment associated with this event.